Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal didn't deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. There was evidence of blood detected on the loading device. The delivery device was returned outside of the loading device. The blue slide lock was in the locked position, and the plunger was not depressed. The seal and tension spring assembly was detected within the loading device. The seal and tension spring assembly was removed from the loading device. The seal was observed to be fully intact with no cracks or delamination. The following measurements were taken for the delivery device; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.51in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "activation problem" is not confirmed, however the analyzed failure "fitting problem" is confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal didn't deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.